Event description:
Received an article titled "results of the (B)(6) study evaluating the zenith fenestrated endovascular graft for treatment of juxtrarenal abdominal aortic aneurysms". Journal of vascular surgery, 2014. This study reports the results of a (B)(6) trial designed to evaluate the safety and effectiveness of the zenith fenestrated endovascular graft for treatment of juxtarenal abdominal aortic aneurysms (aaa). Sixty-seven pts were prospectively enrolled in fourteen centers in the USA form 2005 - 2012. Per the study 3 pts experienced mycardial infarction.

Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, endovascular repair of juxtarenal aaas with the zenith fenestrated aaa stent graft is safe and effective. The high technical success, low mortality, rare occurrence of endoleaks, high target vessel patency, and lack of conversion to open repair or aneurysm rupture relate to the integrity of the device, the proper selection of pts and technical abilities of the investigators. Associated MDR files: 1219977-2015-000011, 000013, 000015.